Event description:
It was reported that caller saw malfunction alert 199 in tandem source, and technical support explained this indicated malfunction on pump with malfunction code 0 that had not been preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if any malfunction alert returned.